Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the synchron lx I 725 instrument. The elevated accu tni result was 4.00ng/ml. The result was reported out of the lab. A fresh sample was collected from the pt eight (8) hrs later and tested for accu tni. The result was 0.40ng/ml. The customer then re-peated the pt 1st sample for accu tn. The repeat accu tni result was 0.40ng/ml. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc was within specifications prior to the event. System check performed on 06/15/05 passed. Pt samples were collected in becton dickinson plastic lithium heparin tubes without gel separators and centrifuged at 8,500 rpm for 3 mins in a stat spin centrifuge. Service summary (post event): a) a field service engineer (fse) was dispatched to the customer lab. The fse performed a diagnostic test which passed. The fse indicated that qc was within customer's specifications. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.